Manufacturer narrative:
(B)(4). The customer reported that the insulin pump got run over. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: keypad overlay scratched, scratched case, missing display window cover. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the insulin pump. Pcba2 was disconnected from pcba1 and placed onto a known good pcba1. The boards were inserted into the case, and the pump booted up to a blank display. A component located on the back of pcba2 is cracked. In addition to this, there are multiple visible cracks within the screen. Black diodes cover a large portion of the screen. In summary, the customer's reporting that insulin pump got run over was confirmed during visual inspection. The blank display is due to the crack in a component on pcba2.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged on the back case and even front part the screen part. Pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.